Event description:
The patient reported that she went through withdrawals from oral medications twice. The first was after initial implant and then after the revision. It was also indicated that the patient was also on a flipped schedule in which the patient sleeps during the day and was awake at night; the patient was working on that. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. Serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).